Event description:
A surgeon reported that during shunt implantation the shunt would not release from the injector, so she used a second instrument to push it off the injector "quite forcefully" and this resulted in a bent footplate. The surgeon felt that if left implanted, it would have eroded into the sclera, so it was removed. The surgeon took a second shunt and tried to loosen it from the injector prior to insertion, but it fell off and was contaminated. Finally, a third shunt was successfully inserted into the eye. She added that she had never experienced this level of difficulty when releasing a shunt. Additional info received from the surgeon stated that a small, vertical incision was made to remove the first shunt. There are two medical device reports associated with this event. This report is for the first shunt.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; therefore, the condition of the product could not be verified and visual inspection could not be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR the batch was reviewed. No abnormalities were found during the DHR review and the product met release criteria. Because a sample was not returned, the root cause could not be determined. There have been no other complaints reported in the lot number. Additional info was requested and received. (B)(4).